Event description:
A healthcare professional called and alleged that one of his facility's contour meters was reading high compared to hospital meters. One patient's blood glucose was tested using contour and the reading was 110 mg/dl, but the patient was showing symptoms of hypoglycemia. The patient's blood glucose was retested 20 minutes later at the hospital and the readings was 30 mg/dl. No additional information was provided about the patient's condition. The contour was used to test another patient and that reading was 241 mg/dl. That patient's blood glucose was retested using another meter and the reading was 110 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The hcp was advised to return the test strips for evaluation. Replacement test strips and new meters were sent to the customer.